Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation of the implantable cardioverter defibrillator, post-paced t-wave oversensing was seen. Programming changes were discussed. The patient had recently developed atrial tachycardia and the physician would be looking into the patient's medication to see if there may be a relation to the oversensing. No further information was available.